Event description:
Kimberly-clark received a report stating, ¿the child had a 0120-12-1.5 feeding tube in place and the balloon burst. The parent was unable to insert another feeding tube and took the child to the emergency room. The emergency room was unable to insert another feeding tube, so another stoma site was created and the child received a 0120-16-2.0 feeding tube. The 0120-16-2.0 feeding tube burst after 2 weeks in use. The 0120-16-2.0 feeding tube was replaced without incident.¿ kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database (B)(4).

Manufacturer narrative:
We are unable to review the device history record as no lot number was provided for the device involved in this reported event. The device was not returned to kimberly-clark for evaluation, therefore we are unable to determine a root cause for the reported event. Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations. Device not returned to kimberly-clark by customer.